Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 700 mg/dl. The customer stated that she was sick and that is why her blood glucose levels were high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.